Manufacturer narrative:
Per the tandem t:slim x2 user guide: "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose." T:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (35 mg/dl). Reportedly, a 10 unit bolus was delivered while the customer was sleeping, and contact was unsure of how the 10 unit bolus was requested and delivered. Tandem technical support reviewed pump data and found the 10 unit bolus had been requested and delivered by the user. The contact acknowledged the 10 unit bolus was accidentally delivered. Low bg levels were addressed with juice and glucose tablets. In addition, it was reported that the pump date was inaccurate. Cts reviewed pump data and found the pump time and am/pm setting was changed by the user.